Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had a foreign object at the fiber optic lens in the distal end and rubber tip cover is protruding. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure for rubber tip cover is protruding and for foreign, object at the fiber optic lens in the distal end no confirmed foreign material came out of, the device, but the type of the material or root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.